Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit powered off without warning. Helium manual valve not showing correct levels. There was no patient harm or injury reported.

Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation while arriving at onsite on 27 june 2023 fse was not able to replicate the user complaint. After that the fse had successfully completed a simulated treatment with testing catheter and trainer without any further issue, upon initially testing the subject unit. Then the fse had identified the code 118 in the logs on 14 june and 15 june, respectively. Logs have been attached for the reference while other than that nothing unusual was being identified in the logs. Then the fse had replaced the "d670-00-1182" - pcba, video generator (suspected video generator) as a precaution. After the post board replacement, fse had successfully completed a full system checkout and simulated the treatment without issue. The unit was returned to customer and cleared for clinical use. There is an involvement of the patient during this incident. The failure analysis and testing dept. Received part number 0670-00-1182 rev. F, serial number (B)(6) 20_spv with a reported unit failure of unit shutdown with fault code #118 in the logs. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pn: 0670-00-1182 into the cardiosave test fixture serial number (B)(6) and tested the board to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. Tested the board for 30 minutes with no issues and no fault codes appearing in the log. Fat was not able to verify the reported complaint of a shutdown and fault code #118. Sending the board to the supplier per procedure number 0002-07-d008 rev. Ap. The following investigation was performed by sapan rana, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: sr 25 jul 2024. The fat dept. Received part number 0670-00-1182 video gen. Board serial number (B)(6) from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. Supplier investigation: during the initial ict test, the result was a pass. However, the fct test encountered a touchscreen error. There is suspicion that component u41 might be faulty. Retaining this board in the fat dept. Per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use , the cardiosave intra-aortic balloon pump (iabp) unit powered off with no using, helium manual valve not showing correct levels.